Event description:
A beckman coulter, inc. (Bci) representative contacted customer per the troponin (accutni) customer contact marketing survey program (msp). Customer stated that the access 2 immunoassay system generated erroneously elevated results within the risk stratification range for accutni on one patient sample. The sample was repeated and recovered lower with a "negative" result. A subsequent sample was also tested and recovered lower. In conclusion, no cause was determined for this event and no instrument malfunction was identified. Customer declined to provide additional data and/or information regarding the event. The unit was performing within qc (quality control) specifications when customer contacted customer service.

Manufacturer narrative:
Customer was not able to answer questions because customer was unable to continue the phone conversation with the bci representative. Customer did not indicate an instrument malfunction; therefore, a service request was not generated or requested. Although information regarding sample quality was not provided, it is possible that the root cause of the issue may potentially be sample-related as no instrument malfunction was reported. Customer has not called back to report any further issues relating to this event. (B)(4). Eval summary: customer did not require onsite service.